Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review of the lot history of the subject product and it was found acceptable per release criteria.

Event description:
Dr. Reported that an implant failed to integrate. Pt is reportedly fine.